Event description:
The reporter stated the surgeon inserted an aa4204vf silicone single piece lens and the capsule tore. The lens was removed in pieces and was discarded. A vitrectomy was performed and sutures were required to close the incision. A different model lens was implanted. The reporter stated the facility uses a competitor's phacoemulsification system.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). (B)(4): lens discarded by facility. A lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4): lens discarded by facility.

Manufacturer narrative:
Medical review, device history record review. Medical review - a posterior capsule tear is more commonly secondary to surgical manipulations performed by the surgeon during intraocular surgery however, it remains unclear whether the product caused or contributed to this event. Vitrectomy is consequently performed in the presence of a capsule tear where there is vitreous loss, to preclude any further injury. Corneal suturing may cause induced astigmatism, however, it is dependent on the tightness of the suture. A review of the device history record was performed and nothing was found in the manufacturing, sterilization and packaging processes of this lens that was the root cause of the complaint. No conclusion can be drawn: based on the complaint history, work order search, medical review and the device history record review, a specific root cause of the event could not be determined. (B)(4).